Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the patient lost a lot of weight and stimulator was moving around on them and stopped working. The issue started about six months ago. Patient waited until they had lost further weight before replacing. Additional information was received from a healthcare professional (hcp) on december 19th. The hcp reported that the lead broke as the battery changed position. They noted the issue was not caused by normal battery depletion. The cause of the device stopping working was unknown but the likely cause was reported as being "weight loss." When asked the steps taken/will be taken, the hcp noted "replaced."

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va27uer, implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot # (B)(6), ubd: 19-feb-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.